Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's electrode no longer being in contact is unknown. The rep removed all programs from the lead with the contacts no longer intact. The issue is resolved as in the lead is no longer being used. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the patient is getting settings not available on their controller. The rep met with the patient today and performed another impedance test. The test today indicated that the 0-3 electrode is no longer intact, and only one electrode is intact and is unable to program the other electrodes. The issue is on the right peripheral shoulder 0-3 electrode. The rep also noted that the quad lead is no longer able to provide therapy benefit in the right shoulder. No further complications were reported. No additional patient symptoms were reported.